Event description:
It was reported that the user¿s ilet did not charge on the supplied charging pad, with the device indicator blinking twice before the pad powered off despite attempts with different outlets and cord positions, and a replacement charging pad was arranged while advising the user to use a compatible wireless charger up to 10 watts. Investigation of this case revealed a nonfunctional charging accessory consistent with a charging system malfunction. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, no alerts or alarms, and no hospitalization. Investigation included customer interview and troubleshooting guidance. It was concluded, based on previously established findings for similar reports, that the cause was a defective charging pad.